Event description:
Information received indicates the head hi/low and the reverse trendelenburg functions are not working.

Manufacturer narrative:
The facility's biomed isolated the issue to the head hi/low column and replaced the column to repair the bed.